Event description:
Device, with a result of 130 mg/dl. An additional sample (arterial blood) was obtained from the same pt and when tested in the facility's lab measured 55 mg/dl. Reporter did not indicate the arterial line had been flushed prior to obtaining sample, nor did reporter provide the time duration between results. Reporter indicated that pt was treated with glucose. Reporter did not indicate if pt's treatment was delayed or modified based on results obtained on the suspect device. Quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product; however, reporter declined noting that she believes the discrepant result was due to incorrect operator technique.